Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation and stretched coils were able to be confirmed. The torn polymer was not able to be confirmed; however, the polymer was separated which is likely what was meant to be reported. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during un-packaging for preparation of the hi-torque pilot 190 guide wire, it was noted that the tip ball and some polymer coating were separated from the coils and core and hanging by the stretched out coils of the distal end of the guide wire. Additionally, the polymer was torn at the tip of the guide wire. The device was not used and there was no patient involvement. Another pilot guide wire was used successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.